Event description:
It was reported that the external pulse generator (epg) displayed an error code. Technical support (ts) explained this could be due to a depressed key, or pressing the pause key during the self-test. Recommended removing battery to reset epg and turn on device again. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).